Manufacturer narrative:
The device was returned to zoll medical corporation, the malfunction was duplicated and attributed to a faulty analog board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, that the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.